Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) confirmed customer's complaint and determined that the problem was caused by some leaks in the pneumatic interface module (pim). To fix the issue, the stm replaced the pim module and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
Customer reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an autofill error message was displayed. No adverse event was reported.